Event description:
It was reported that the patient had an emergency replacement of the implantable neurostimulator (ins) in (B)(6) 2012. It was stated that the healthcare provider (hcp) was unfamiliar with the device and was subsequently never registered.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, type lead product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).